Event description:
Received an e-mail from the reporter which states: "a pt on multiple drips and very critically ill was admitted to (B)(6) from cath lab...the team transferred the pumps that were working fine to a new pole. After the pumps were put on the new pole, they started to get connectivity error message. They went through 6 channels and finally had to replace the brain." The customer further stated that (B)(6) came and retrieved the devices. After initial contact with the reporter, additional info was provided that indicates the pt passed away and that the death was not a direct result of an interruption in their infusion therapy.

Manufacturer narrative:
(B)(4). The biomed confirmed they can not locate the device or any additional info around this event. They have exhausted all avenues and are unable to return the pump for evaluation, therefore we are unable to determine the cause of the customer's reported connectivity error message.